Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was to report that for about the past 6 months has noticed that the implant will shut down on its own at different times during the day and also while patient is sleeping at night. Caller said that it has happened a couple of times in the middle of the night. Caller said that patient typically recharges implant himself and uses the wireless recharger. When asked, caller said prior to this change, that patient typically recharged a couple times each week and now recharges almost every day. Caller said that typically isn't around when patient recharges and doesn't know if afterwards patient checks internal battery with the patient programmer. Caller also doesn't know if patient checked implanted battery level on a daily basis. Caller also said that even after patient thinks the implant is charged to 100% the implant doesn't hold the charge for very long. Reviewed ins longevity. Caller said that patient said that last night p atient didn't feel the stimulation when turned it back on whereas typically feels a shock through his whole body. Caller also said that the patient programmer doesn't seem to be working correctly, however doesn't know anything more than that. Caller isn't with the patient at time of call and patient said that patient doesn't speak well and doesn't speak a lot. Reviewed recommendation to track implanted battery levels on a daily routine, and also when patient notices that therapy has turned off and after finishes recharging implant. The patient was redirected to their healthcare provider to further address the issue and schedule an appointment to check the implanted battery. Caller mentioned that patient has an appointment scheduled for (B)(6).